Event description:
Caller reported that there was a cgm error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and caller successfully initiated their sensor session after following these steps, resolving the issue without any further errors appearing.